Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator had shut off several times. Two occasions occurred while the device was in the sun, but then it later shut down indoors. The device was difficult to restart. There was no harm or injury reported. No medical intervention was specified. During the evaluation of the device the field service engineer was unable to duplicate the problem. The device has not been returned to the manufacturer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.